Event description:
The pt underwent a sling procedure in 2005. There were no intraoperative or immediate postoperative complications and the pt had a normal voiding pattern when she was discharged home in 03/2005. On 07/10/2005, the pt developed acute cystitis of moderate severity. She was treated medically and the event resolved in 08/2005. In 09/2005 the pt developed an acute cystitis of moderate severity. She was was treated medically with levofloxacine. The event resolved in 09/2005. In 11/2005, the pt developed acute cystitis of moderate severity. The pt was treated medically and the event resolved during 11/2005. It is reported that the cystitis is not related to the device.